Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. During the visual inspection, it was noted that there were implants still loaded in the unit. There is a significant amount of dried blood present on the tip of the stapler. The blue indicator is visible near the tip of the device. There are no signs of damage or detached components from the tip of the device. There are no manufacturing abnormalities visually observed with the returned device. Upon squeezing of the trigger using a test pad a staple was deployed as intended; therefore, the device performed as intended. The complaint could not be verified as visual evaluation did not show any detached components of the distal tip. A definite root cause could not be determined with confidence as it is possible that another device may be the culprit to the detached plastic or dried blood may have been interpreted as the detached component. A review of the manufacturing records for the device found no deficiencies associated with the alleged event.

Event description:
It was reported that while using an entact stapler (601-00100) on monday and the tip of the stapler broke. They said it was just a piece of plastic that broke off when they went to use .